Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was not confirmed. The device was cleaned, disinfected, and sterilized (cds) prior to its return. According to the customer they are unaware of what the foreign material was, and there was no delay in pre-cleaning. The customer wiped and brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges. The customer states they flushed the air/ water nozzle with water and air, and a detergent solution and there were no abnormalities with the accessories used for reprocessing the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, during a diagnostic endoscopy procedure their air/ water valve had the following concern; the air/water supply button could not be operated. The device was returned for evaluation and during the evaluation it was determined that the following reportable events were identified; foreign material was on the air/ water supply button. There was no patient harm, procedural delay, or injury and the procedure was completed with the same device. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. Related patient identifiers: (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to d9. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the foreign material was cellulose fiber, but the root cause of the foreign material remaining was unable to be specified. The reprocessing method did not deviate from the instruction manual, and the part of the device where foreign material remained was free from physical damage. Instructions, reprocessing manual for gif-1200n chapter 6 ¿reprocessing the accessories¿ section 6.2 ¿manually cleaning the accessories¿ describes how to clean the subject device. Olympus will continue to monitor field performance for this device.